Event description:
It was reported an event where a "rate changed on pump without any changes being made to order or pump¿ the evening of 12 january to 13 january 2023. The medication was cisatracurium (nimbex) 2mg/ml solution, ordered rate: 01.-0.4mg/kg/hr., patient's weight: 7.8kg. Administration dose was 0.78-.12mg/hr. (0.39-1.56ml/hr.). The customer reached out to bd asking assistance to determine how the dose change occurred at 6:33pm just after the bolus dose. According to the bd interoperability consultant's finding, the dose was changed manually by the end user. The customer reports that the dose change was "unintended." There was patient involvement, but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number (B)(6) is a concomitant and this file has captured the correct suspect device with serial number (B)(6) as per investigation report. Omit: c20 - no findings available and d15 - cause not established. Correction : medical device serial #, concomitant med prod data. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an event where a "rate changed on pump without any changes being made to order or pump¿ the evening of 12 january to 13 january 2023. The medication was cisatracurium (nimbex) 2mg/ml solution, ordered rate: 01.-0.4mg/kg/hr., patient's weight: 7.8kg. Administration dose was 0.78-.12mg/hr. (0.39-1.56ml/hr.). The customer reached out to bd asking assistance to determine how the dose change occurred at 6:33pm just after the bolus dose. According to the bd interoperability consultant's finding, the dose was changed manually by the end user. The customer reports that the dose change was "unintended." There was patient involvement, but no harm.